Manufacturer narrative:
The customer's report was observed and attributed to a damaged system interconnection cable. The cable was replaced to correct the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display showed multi-color lines and was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.